Event description:
It was reported that during a cardiac ablation procedure using the sheath, the physician experienced trouble inserting the sheath into the femoral vein. The sheath was inserted into a larger sheath. The sheath became twisted and banded inside the vein, resulting in a rupture. After two ablations in the left veins, the patient's heart pressure began to drop, prompting the procedure to be stopped and the balloons to be removed from the left atrium. An angiologist was called, who identified the rupture and inserted a stent to close it, stabilizing the patient's blood pressure. The procedure was aborted after the use of a transseptal device, and the event led to extended patient hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One patient file was received and recorded on the date of the event. The patient file showed four applications were performed using a catheter identified as afapro28 of lot number 23054. The patient file did not show any system notice on the reported date of the event. The received failure file did not contain any failure records for the date of the event. In conclusion, the reported rupture and hypotension occurred during the procedure and could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the sheath was difficult to insert in the vein and the physician elected to use a larger sheath to enlarge the puncture point. The larger sheath became twisted and banded inside the vein, while the tip of the sheath pointed toward the vein border. The physician did not see any rupture at the vein until the procedure continued.